Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with an alert from the implantable cardioverter defibrillator (ICD) for an electrical reset. The device had reached recommended replacement time (rrt) several years ago and finally declared end of service (eos). A follow up with the patient¿s healthcare provider yielded that the patient has refused device checks and is non-compliant with appointments. The device remains in use. It was further reported that the right atrial (ra) lead has undersensing. The lead remains in use. No patient complications have been reported as a result of this event.